Manufacturer narrative:
Conclusion: engineering concludes that both the e437 software failure subcode 13 alarms and the dirty bit/shutdown-failure logged by the clinical and diagnostic logs are indicative of an uncontrolled shutdown. Engineering can confirm the customer¿s claim of the pump turning off and the probable cause is due to the discharge levels being notable lower than for a new battery and/or during infusion and may have malfunctioned and discharged rapidly from level 3 to level 0. Engineering recommends service replace the battery, make note of the battery manufacturer and lot number, and perform verification testing for the device power system (battery, power supply, etc).

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a plum 360 that experienced unexpected shutdown during infusion. The reporter stated that the pump turned off while delivering a drug in the emergency department and it was related to battery issue. The event date was unknown and the status of the product at the time of event was while delivering a drug. There was patient involvement, minimal or no adverse event and there was delay in therapy. The drug administered was insulin. The battery that was used on the event was vision battery.